Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "inflammation" (inflammation). Product problem(s): "plastic particles or threads in pak" (foreign material present in device). A surgeon reported plastic particles or plastic threads were observed postoperatively in the custom paks. There was one pt who had an inflammation of the eye. The surgeon did not attribute this to the threads in the eye as the inflammation happened three years after the implantation. The surgeon could not provide any complaint sample, plastic thread or lot number. Add'l info is being sought.